Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had no image. The issue was found during preparation for use of a diagnostic intrauterine electrocision procedure. There were no reports of patient harm, the patient was not under any anesthesia, and there was no delay. The procedure was completed using the same procedure as after restarting the device it worked correctly again.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.